Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ deflation: one opening on valve seat diaphragm valve side assessed as surgical damage. One opening on radius side assessed as fold flow opening. ¿ anxiety-product/procedure: unable to observe as it is not related to the device. Additional observations: ¿ creases were observed. ¿ wear abrasion observed. No further actions are required as no manufacturing issues are observed.

Event description:
Healthcare professional reported a left-side deflation and exchange of textured devices due to patient's concern with product. Device has been explanted.

Event description:
Healthcare professional reported a left-side deflation and exchange of textured devices due to patient's concern with product. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.